Event description:
I write to you to identify a design flaw with respect to a retrofit to the ge adu anesthesia workstation that I feel can compromise pt safety in the operating room. Our institution purchased several early editions of the ge adu in the late 1990's. They were factory fitted with 2 crt monitors, the left one for ventilators parameters, the right for ECG, nibp, spo2, etco2, et gas and other pt physiologic parameters. Over a period of 13-14 yrs the brightness of the crt monitors began to fade. Within the last 12 months, ge has retrofitted 2 of our adu machines with new crt monitors. These monitors have a new on/off switch on the upper left border of the monitor that was not previously present. This new on/off switch has a very low pressure required for activation/deactivation and is the only power switch on the adu that is not recessed. As a result, I have had at least 6 separate episodes where staff has brushed against the non-recessed switch intraoperatively, resulting in the shut down of the monitor displaying pt physiologic parameters during surgery. The monitor takes at least 1-2 mins to reboot with some parameters taking several mins before they are again displayed. I personally had a difficult intubation in an emergency situation, where this switch was inadvertently brushed to the "off" position, with loss of spo2/ECG/etco2 while I was intubating the pt. Paralysis had already been induced. I had no etco2 to confirm success or failure of the emergency tube placement and no spo2 monitor to confirm success/failure of other forms of ventilation. Staff literally had to run to ICU for a colorimetric co2 detector and to pacu for a portable spo2 monitor while the adu monitor powered back up and went through self testing. The simple fix to this safety problem would be to recess this switch so it could not be inadvertently pressed. A thick, hollow plastic washer glued over the switch could work, effectively recessing the switch. At the present time I am taping a roll of tape over the switch (acting like a large washer) to prevent accidental deactivation of the switch. The main power switch and o2 flush valve on the adu are currently recessed, and the adu is likely only going to be supported for another few yrs by the MFR.